Event description:
A cgm error 42 was reported by the caller. No adverse impact to the customer's blood glucose level was noted. The customer received assistance with a pump reset from technical support, and after the reset, the cgm error code did not reappear, allowing the caller to successfully start their sensor session.